Event description:
It was reported the lead was explanted due to a product performance issue. No adverse patient effects reported.

Event description:
It was reported the lead was explanted due to a product performance issue. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed the lead was returned in two segments. An extracting stylet was returned stuck in the tip section of the lead. Setscrew marks were in the correct location on the terminal pin. Detailed analysis confirmed that the outer conductor coil had a break approximately ~ 14-15 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinical observations of a product performance issue were likely caused by the confirmed fracture.